Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Lipped edge broke off two trials.

Manufacturer narrative:
Examination of the returned product confirmed the complaint; a portion of the perimeter of the black disc broke off and was not returned. The second spacer was not returned for evaluation. The returned spacer is extremely damaged. The root cause appears to be misuse and heavy usage. Based on the condition of the product no corrective action is indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.